Event description:
Reporter alleges back to back testing results 4:47 pm of 206 mg/dl, at 4:49 of 71 mg/dl, and at 4:53 pm of 195 mg/dl. Reporter indicates morning insulin not taken however no other actions taken or medical treatment sought or received. Return requested and replacement sent.